Manufacturer narrative:
Pump passed displacement test, sleep current test, active current test, and self-test. No failed batt test alarm or unexpected battery power loss noted during testing. Successfully utilized thump software to download history files and trace files. Pump error 63 alerted on (B)(6) 2024 17:13:09.000 hour with variable (15). Pump error 63 (variable 15) alarm due to hardware error (line number = 147 and file number = 2017). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, failed batt test (58) was recorded on event date twice: 09/03/2024 17:13:12.000 and at 17:16:51.000 hour. The following battery faults were also recorded: fault 104 on 09/03/2024 at 17:13:00.000, 7:14:00.000, and 17:17:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Isolate to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case pump error 63 alarm due to hardware error. Isolate to electronic stack. Customer concern for failed batt test and unexpected battery power loss not confirmed, unit passed all testing within spec. However, failed batt test (58) noted in download history review during event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63, unexpected battery power loss, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported receiving a pump error. Customer was not able to clear the error. No harm requiring medical intervention was reported. The product will be return for analysis.